Manufacturer narrative:
Device evaluation: the stent was not present on the balloon and did not return for analysis. Crimp impressions were visible on the exposed balloon surface. The balloon folds remained intact. The guidewire lumen patency could not be verified with a 0.015 inch mandrel most likely due to hardened blood. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Two onyx stents were successfully implanted in the lad, one in the distal, and one in the mid. A third resolute onyx drug eluting stents was intended to be used to treat a moderately tortuous, moderately calcified lesion with 99% stenosis in the proximal lad. There was no damage noted to the device packaging. There were no issues noted when removing the device from the hoop/tray. The device was not inspected. Negative prep was performed with no issues. The lesion was not pre-dilated. The device did not pass through a previously deployed stent. The inflation device remained on neutral pressure during delivery of the device. Resistance was encountered when advancing the device. The resolute onyx stent dislodged during delivery to the lesion. It is unknown if the stent came out of the body with the catheter. However, the physician thinks that the stent was removed from the body and thinks it was on the drape, but the stent could not be found. No patient injury is reported. A fourth stent was then implanted where the resolute onyx stent dislodged in the lad. The physician assessed that the anatomy was tortuous and that it was not a product issue.

Manufacturer narrative:
Cine image review: still cine images were provided by the account, capturing a lesion site with 99% stenosis in the lad. There were no still images capturing the dislodged resolute onyx stent. A still image captures what appears to be the lad after treatment. Severe calcification in the vessels is evident from the still images. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.